Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2770850 and 2788959. A search of the complaint database finds additional reported incidents against lot codes 2780713, cp8gg1000, and 2195032 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address infection. Doi: approx. 2 years prior. Dor: (B)(6) 2011, left/hip. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, elevated metal ion levels, decreased range of motion, bone loss, deterioration of the soft tissue and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has been provided. The MDR decision has been reversed for the liner and head and are now being reported.